Event description:
Bayer case number: (B)(4). Allergy [allergy], head pain [head pain] , muscle pain [muscle pain], joint pain [joint pain] , anxiety [anxiety] , otorhinolaryngology [ear, nose and throat disorder] , fatigue [fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("allergy") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced hypersensitivity (seriousness criterion medically important), headache ("head pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), anxiety ("anxiety"), ear, nose and throat disorder ("otorhinolaryngology") and fatigue ("fatigue"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to headache, myalgia, arthralgia, anxiety, ear, nose and throat disorder, hypersensitivity or fatigue. The reporter commented: patient¿s current status: complicated to work and live normally actions taken to treat the patient in the healthcare facility: not specified. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Allergy [allergy] head pain [head pain] muscle pain [muscle pain] joint pain [joint pain] anxiety [anxiety] otorhinolaryngology [ear, nose and throat disorder] fatigue [fatigue] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-mar-2025. The most recent information was received on 03-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("allergy") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced hypersensitivity (seriousness criterion medically important), headache ("head pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), anxiety ("anxiety"), ear, nose and throat disorder ("otorhinolaryngology") and fatigue ("fatigue"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to headache, myalgia, arthralgia, anxiety, ear, nose and throat disorder, hypersensitivity or fatigue. The reporter commented: patient¿s current status: complicated to work and live normally actions taken to treat the patient in the healthcare facility: not specified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.